Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated report: 1038671-2024-03125 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 188 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, increasing pain and instability in the left knee- non-weight bearing. Revision surgery operative notes were provided. Failed left total knee replacement secondary to femoral component loosening and distal femoral osteolysis. Intraoperatively the surgeon observed the medial femoral condyle was fractured away and reabsorbed so that there was no medial collateral ligament instability and the bony defect extended above the medial epicondyle. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported in (B)(4). Cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening and bone fracture. Or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.